Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9735796, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being while servicing. It was reported that the pcoip of the navigation system was cycling power. The camera cart monitor was noted to have gone to the connecting screen and reconnected. It was noted that the issue did not recur and the cabling on the navigation system was reseated. There was no patient present when this issue was identified.